Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm and 10atm. However, the balloon ruptured upon third inflation at 12atm and was removed from the patient's body without any problem. Per physician's comment, there was a possibility that the blade had difficulty to make in contact because the lesion seems to have a protruding calcification. No complications reported and the patient was in good condition.